Event description:
It was reported that a 50ml vial of dexmedetomidine was set to infuse at a rate of 0.2mcg/kg/h (2.5ml/hour). Shortly after beginning the infusion it was noted that the vial was empty. Pump checked and noted to have appropriate infusion programmed and set to run at 2.5ml/hour on front. The pump was opened and tubing noted to be empty in the chamber, however no alarm had sounded. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : initial reporter phone #, omit b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a 50ml vial of dexmedetomidine was set to infuse at a rate of 0.2mcg/kg/h (2.5ml/hour). Shortly after beginning the infusion it was noted that the vial was empty. Pump checked and noted to have appropriate infusion programmed and set to run at 2.5ml/hour on front. The pump was opened and tubing noted to be empty in the chamber, however no alarm had sounded. There was patient involvement but no harm.